Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Further investigation using the performance verification testing (pvt) method identified a buckling upstream occlusion (uso) seal and a lifting downstream occlusion seal. The dso and uso seals were replaced. Device passed all testing after repairs.

Event description:
The customer returned product for battery compartment was not holding the right-side battery stabilizer, during physical inspection it was found that the downstream occlusion (dso) seal was lifting, and that the upstream occlusion (uso) seal was buckling. There was no patient involvement.